Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant procedure the patient had no relief from original symptoms of bradycardia. The right atrial (ra) lead and right ventricular (rv) leads had dislodged after the patient did not follow the physicians post implant instructions. The right atrial (ra) lead was revised and remains in use. At the physician's discretion the his bundle right ventricular (rv) lead was explanted and replaced with an rv lead. No further patient complications have been reported as a result of this event.